Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm. A zenith aortic extension graft (that had been cut in half) was advanced and deployed just distal to the right renal artery. A gore® excluder® trunk ipsilateral leg component was deployed just distal to the right renal artery, with unintentional partial coverage of the right renal artery. At this time a proximal type I endoleak was noted; and non-gore stent was deployed within the right renal artery using a chimney technique, and a gore® aortic extender component was deployed just distal to the left renal artery. Then it was reported that the gore® aortic extender component had unintentionally moved distally (distance unknown). An additional gore® aortic extender component deployed proximally and unintentionally covering the left renal artery partially. The proximal type I endoleak persisted and the physician chose to monitor the proximal type I endoleak. Although blood flow to the left renal artery was observed, a non-gore stent was implanted within the origin of the left renal artery. The patient tolerated the procedure.